Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm volux¿ xc with ¿1 syringe total for both jawlines¿. Approximately 8 months later, the patient had a non-device related ear infection. The patient was treated with 2 rounds of antibiotics and steroids. Shortly after, the patient noticed a hard nodule underneath their left jawline, and it has been causing a lot of pain since. The patient went to the ER, and they did a CT scan and it showed non device related potential blockage in parotid gland. CT scan ruled out abscess or lymphoma. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection, deemed not device related, is considered an unexpected adverse drug experience.